Event description:
The implant failed due to infection. Bone reception has occurred around the implant. The implant was placed at #26 and removed after 1 month. Traditional 2 stage surgery, moderate oral hygiene, good bone condition.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. There is no about medical condition of pt. See scanned pages.